Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage and torn silicone on the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis test could not be performed due to damage during explant surgery. The reported complaint of loss of lock with the device was verified during this analysis. However, this device had a gross leak at the seam weld. This was induced during the failure analysis process. Therefore, the root cause could not be determined. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed tool damage and torn silicone on the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The reported complaint of loss of lock with the device was verified during this analysis. However, this device had a gross leak at the seam weld. This was induced during the failure analysis process. Therefore, the root cause could not be determined. This version of the hires 90k device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. Device testing revealed results within normal limits. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.